Event description:
It was reported the customer was experiencing high blood glucose of 459 mg/dl. Customer's mother stated the insulin pump had physical damage. Customer's mother stated the reservoir chamber was cracked and causing the reservoir connection to break when customer pulls the reservoir out. Customer's mother does not know how the damage occurred to the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.